Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00805 it was reported the patient's leads migrated. The issue was confirmed via (B)(6). In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.